Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power on. As a part of troubleshooting fse checked the power distribution unit (pdu) and control module and observed power tray is broken. Fse replaced the power tray . After replacement of the power tray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system would not power on. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.